Event description:
It was reported by the rep that (2) sw110 were used with sw100 during a lap nissen fundoplication procedure. It was reported by the rep that twice during the case knot was placed and then unraveled intra operatively. The surgeon had to retie the knots. The extended or time was 10 minutes.